Event description:
A customer reported the death of a patient during a procedure involving an ie33 ultrasound system. Determination of the correlation between the ultrasound system and patient expiration is in progress.

Manufacturer narrative:
Evaluation of this event and consultation with the customer determined that the performance of the ie33 ultrasound system was unrelated to the patient¿s death. There was no ultrasound system malfunction; the system is currently in use by the customer.

Event description:
A customer reported the death of a patient during a procedure involving an ie33 ultrasound system. Determination of the correlation between the ultrasound system and patient expiration is in progress.

Manufacturer narrative:
Additional details regarding the procedure and the expired patient have been requested. A follow up report will be submitted following the event investigation.